Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual examination found an external insulation abrasion breaching the lead sheath was noted at 7.9 cm to 8.0 cm from the connector pin. The cause of external insulation abrasion is consistent with friction to device can. It was noted that the partial lead was found cut at the distal end consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.